Manufacturer narrative:
The device was returned to zoll medical singapore. During the investigation it was noted that the report of the flickering display was verified during evaluation. Digital board was found to be at fault and will be replaced to remedy the issue. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device's display was flashing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.